Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient left knee was revised due to instability. Surgeon removed the attune insert and replaced with a thicker insert and was satisfied with the stability. Doi: (B)(6) 2014 dor: (B)(6) 2020 left knee.